Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) exhibited oversensing which triggered pacing inhibition. Programming changes were performed. There were no patient consequences.